Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked case at display window corners, reservoir tube lip, broken belt clip slot and minor scratched display window.

Event description:
It was reported that the insulin pump alarmed motor error. The customer's blood glucose was 8.9 mmol/l. The customer was asked to return the malfunctioning device. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).